Event description:
It was reported that a "staph" infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: d284trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 693165 implantable tachy lead, implanted: (B)(6) 2007; 5076-52 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).